Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to a weak fuse joint related to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The account alleges that during a femoral entry cath procedure the inner dilator broke within the patient. The broken piece was successfully removed from the patient. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.